Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned self expanding stent system (ses) noted no blood visible and saline on the shaft, consistent with the reported information that there was no patient involvement. The stent implant was partially exposed distally from the distal outer sheath, for a length of 3 mm. The distal outer sheath was not retracted. The rotator of the handle was not fully turned towards the arrow, suggesting it may have been rotated slightly. There was no other damage noted to the ses. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, rotating the handle rotator, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, it may be possible that the premature deployment is related to handling and/or inadvertently rotating the handle rotator resulting in the premature deployment. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint and there have been no other incidents reported for this lot. Overall, a conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during preparation of the xact stent, after flushing the device, it was noted that the stent was partially deployed. The device was not used. There was no patient involvement. Though requested, there was no additional information provided.